Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two abre stents were used to treat the patient. Post procedure patient suffered in-stent restenosis ((B)(6) 2026). On ultrasound imaging, right common iliac vein (civ) stent (distal landing zone (dlz) (caudal common femoral vein (cfv)) in-stent restenosis of 65%. Stent remains patent. On ultrasound, left civ in-stent restenosis 60% (dlz caudal cfv). Stent remains patent. Resolved with bid lovenox x2. The event was treated with medication. Patient recovered.